Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fully deploy the cannula or to determine any root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that "the needle did not insert all the way" and that her blood glucose level reached 309 mg/dl. The pod was worn for less than an hour.